Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan (lfs) product analysis with the following findings: the subject meter displayed cal code 22 when initially activated for investigation, which per the cal code printed on the test strip vial, is not correct. The cal code was changed to cal code 25, per test strip vial labelling, for performance testing. The meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, the serial number the patient provided during the initial call (k16004fey) was found to be incorrect. The correct serial number is knh004fey and was obtained on product return; the serial # in section d4 has therefore been updated to reflect correct information. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On july 24, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 read inaccurately high compared to another device (onetouch ultra2). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began at around 2 or 3 a.m., on (B)(6) 2020. The patient claimed obtaining blood glucose readings of "575 mg/dl" with the subject meter and "175 mg/dl" on the other meter, performed within 30 minutes of each other. The patient manages his diabetes with insulin (unspecified type and dose) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that at around 2 or 3 a.m., on (B)(6) 2020, his dog woke up his wife who in turn, woke the patient and found him to be "foggy". The patient advised that when he woke up, his blood glucose was in the "low 30's mg/dl"; however, it is unclear what device this measurement was obtained on and that his wife "gave him some juice" and called the paramedics. The patient reported that on arrival, the paramedics attempted to test the patient's blood glucose but were unable to obtain result using their device and that subsequently, they treated him with intravenous (IV) glucose. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject device at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event and received treatment from a healthcare professional for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose reading on the subject device.